Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the application instrument for sternal zipfix was not tightening the zipfix properly during the procedure. Another instrument was available to complete the surgery with no patient injury or surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4) additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: the second generation zipfix instrument¿s internal moving parts showing only a few marks and scratches which indicate a short time clinical use. No instrument screws are loose or missing. The non-manufacturing complaint investigation of the second generation zipfix instrument is closed as determined as being in-conclusive. A manufacturing investigation action was also conducted/performed. The conclusion report indicates that the: the operation lever (trigger) can not be operated. The leaf spring mechanism of the instrument is bent (see attached photo). The operating lever can not be operated due to the strong bending of the leaf spring mechanism. Mishandling can not be excluded. Only high force have led to bend the leaf spring mechanism. Complaint is confirmed but not manufacturing related, the device did pass the 100% function test after manufacturing, so the deformation was caused post-manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.